Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of intermittent black tarry stools and hematemesis for the past 3 days. H&h on admission was 11.6 and 37.5. Stool was positive for occult blood in the ed. Patient was given IV protonix and gi was consulted. Patient's h&h remained stable, so gi did not feel that endoscopic intervention was necessary. Patient's inr was subtherapeutic at 1.1. Patient was started on a heparin drip once gi cleared patient. Patient's inr rose to 2.0 on (B)(6) 2019. H&h remained stable and he was discharged to home on (B)(6) 2019 with oral protonix and orders to continue coumadin. No further information was provided.